Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on proximal stent region lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11mar2022. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.